Event description:
It was reported that the device was stuck with the guidewire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with the non boston scientific guidewire. The wire and the catheter were removed as a unit and the procedure was completed with another of the same device. The guidewire was able to be removed from the catheter outside the body. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(4).